Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) contacted the da vinci coordinator and informed that the instrument tips do not fully close when the hand controls are gripped at the console if the system is still in a clutch state immediately after clutching the master tool manipulator (mtm). No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to the system/universal surgical manipulator (usm)/mtm remaining in a clutch state when the grip was closed, resulting in the instrument jaws or tips not closing fully.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the da vinci coordinator contacted technical support to report that the instrument tips were not fully closing when the surgeon closed the hand control grips at the console. The customer stated that this has been an ongoing issue since the system update and is not isolated to a specific hand control or robot arm. The system was no longer in use, and no troubleshooting was performed. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the operating room staff and obtained the following additional information: there have been no further issues since the reported incident.

Manufacturer narrative:
The probable root cause of the reported complaint can be attributed to a movement command of the instrument grips while the system was still in the clutch state. This issue can be prevented by securing the completion of the clutching process before starting the movement commands.

Event description:
Refer to h11 for follow-up information.